Event description:
The customer observed false reactive alinity I toxo igg result on a pregnant female patient. The result was reported out to the physician. A follow-up sample from the patient was tested and the results were nonreactive. The customer repeated the sample from (B)(6) 2023 and obtained a nonreactive result. The following data was provided: normal ranges: < 1.6 iu/ml = nonreactive; 1.6 to < 3.0 iu/ml = grayzone; > 3.0 iu/ml = reactive (B)(6) 2023 sid (B)(6) initial result = 4.3 iu/ml; (B)(6) 2023 results from a new sample = 0.0 iu/ml, 0.1 iu/ml; (B)(6) 2023 repeated the sample from 09jun2023 = 0.1 iu/ml; no impact to patient management was reported.

Manufacturer narrative:
Section a1: patient identifier: complete sid is (B)(6). This report is being filed on an international product, alinity I toxo igg, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40/ -45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 49420be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 49420be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 49420be00.

Event description:
The customer observed false reactive alinity I toxo igg result on a pregnant female patient. The result was reported out to the physician. A follow-up sample from the patient was tested and the results were nonreactive. The customer repeated the sample from (B)(6) 2023 and obtained a nonreactive result. The following data was provided: normal ranges: < 1.6 iu/ml = nonreactive; 1.6 to < 3.0 iu/ml = grayzone; > 3.0 iu/ml = reactive. (B)(6) 2023 sid (B)(6) initial result = 4.3 iu/ml (B)(6) 2023 results from a new sample = 0.0 iu/ml, 0.1 iu/ml (B)(6) 2023 repeated the sample from 09jun2023 = 0.1 iu/ml no impact to patient management was reported.